Manufacturer narrative:
A philips field service engineer (fse) went onsite to evaluate the device in question. The fse indicated during an evaluation of the system that no device issue could be observed with the system. The fse could not replicate the reported device issue. The customer was provided the customer a replacement spo2 cable in an abundance of precaution.

Event description:
Philips received a complaint on the intellivue x3 monitor is not reading the spo2 resulting in the device failing to alarm. The device was not in use monitoring a patient during the event. No adverse event involving a patient or user was reported.